Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, pelvic pain female, back pain and vaginal haemorrhage. Concurrent conditions included uterine fibroids since (B)(6) 2018, suprapubic pain, urgency urination, menses irregular with excessive bleeding, dysmenorrhea, uterine leiomyoma, uterine bleeding and cervix inflammation. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2019, tramadol and tramadol hydrochloride (ultram). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/ vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2019, the patient experienced abdominal pain ("pain abdominal"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterine pain"), dysmenorrhoea ("dysmenorrhoea"), pelvic pain ("pelvic pain"), back pain ("back pain") and alopecia ("hair loss") and was found to have uterine leiomyoma ("uterine fibroids"), hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, uterine leiomyoma, alopecia, hormone level abnormal and weight decreased outcome was unknown, the menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, dyspareunia, abdominal pain, uterine pain, dysmenorrhoea, pelvic pain and back pain had resolved and the migraine and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: gross description: the fallopian tubes are sectioned revealing patent unremarkable lumens; an embedded metallic wire is noted in both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2010: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2019: no acute pelvic findings. Several uterine fibroids measuring up to 5.8 cm. Right ovarian follicular cyst measuring 1.9 cm. Small amount of fluid in the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal hemorrhage, menorrhagia ,dyspareunia concerning the injuries reported in this case, the following ones were in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : events added- dysmennorhea, pelvic pain, back pain, uterine perforation, vaginal infection, hair loss, hormonal changes, weight loss, uterine fibroids. Events outcome updated, essure insertion date updated . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthritis, pelvic pain female, back pain and vaginal haemorrhage. Concurrent conditions included uterine fibroids since (B)(6) 2018, suprapubic pain, urgency urination, menses irregular with excessive bleeding, dysmenorrhea, uterine leiomyoma, uterine bleeding and cervix inflammation. Concomitant products included gabapentin, medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2019, tramadol and tramadol hydrochloride (ultram). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/ vaginal"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/ vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2019, the patient experienced abdominal pain ("pain abdominal"). On an unknown date, the patient experienced migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the menorrhagia, vaginal haemorrhage, cystitis, vaginal infection, abdominal pain and uterine pain had resolved, the migraine and vaginal discharge was resolving and the dyspareunia outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, menorrhagia, migraine, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: gross description: the fallopian tubes are sectioned revealing patent unremarkable lumens; an embedded metallic wire is noted in both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2010: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2019: no acute pelvic findings. Several uterine fibroids measuring up to 5.8 cm. Right ovarian follicular cyst measuring 1.9 cm. Small amount of fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal hemorrhage, menorrhagia, dyspareunia. Concerning the injuries reported in this case, the following ones were in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs & mr received previously reported event "injury to herself" updated-" abnormal bleeding (vaginal)", events "abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/ vaginal, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, pain abdominal, uterine pain and the fallopian tubes are sectioned revealing patent unremarkable lumens; an embedded metallic wire is noted in both fallopian tubes¿, concomitant drugs, medical history and lab data , new reporters were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.